Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of amenorrhoea ("cessation of menstruation") in a 38 year-old female patient who had essure inserted (lot no. 626112) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. In 2008 she experienced amenorrhoea (seriousness criterion medically important), fatigue ("fatigue"), premature menopause ("early menopause"), gastrointestinal disorder ("intestinal problems"), arthralgia ("diffuse joint pain"), dyspepsia ("digestion impaired"), general physical health deterioration ("degraded physical and mental health") and mental disorder ("degraded physical and mental health"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, premature menopause, gastrointestinal disorder, amenorrhoea, arthralgia, dyspepsia, general physical health deterioration or mental disorder. The reporter commented: difficulties getting diagnosis for symptoms and health problems. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 24-oct-2022. The most recent information was received on 04-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of amenorrhoea ("cessation of menstruation") in a 38 year-old female patient who had essure inserted (lot no. 626112) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. In 2008 she experienced amenorrhoea (seriousness criterion medically important), fatigue ("fatigue"), premature menopause ("early menopause"), gastrointestinal disorder ("intestinal problems"), arthralgia ("diffuse joint pain"), dyspepsia ("digestion impaired"), general physical health deterioration ("degraded physical and mental health") and mental disorder ("degraded physical and mental health"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, premature menopause, gastrointestinal disorder, amenorrhoea, arthralgia, dyspepsia, general physical health deterioration or mental disorder. The reporter commented: difficulties getting diagnosis for symptoms and health problems. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. Ot number: 626112. Manufacture date:2007-10. Expiration date: 2009-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-nov-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.